Event description:
Customer reported that an 840 ventilator powered itself off while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien customer support engineer could not duplicate the reported malfunction. No parts were replaced. The device passed calibrations extended self test (est), short self test (sst), verification test (pvt).

Manufacturer narrative:
(B)(4).